Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was fully clip deployed. The exchange sheath was completely slit. The internal and external examination found all of the components in the correct post deployment positions and undamaged; therefore, the reported experience could not be confirmed because the device is inconsistent with the reported complaint. The returned device functioned according to specifications. No manufacturing deficiency was detected. A review of the device history record for this lot did not produce any findings relevant to this event or similar to this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a percutaneous coronary interventional procedure. Reportedly, resistance was felt 2/3 through thumb advancer deployment and the exchange sheath splitting could not be completed. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.